Event description:
It was reported that this pacemaker could not be interrogated. Technical services (ts) was consulted, and during the call magnet placement was tested with no response obtained. Ts advised on possible causes, such as unknown device replacement or no capacity remaining. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker could not be interrogated. Technical services (ts) was consulted, and during the call magnet placement was tested with no response obtained. Ts advised on possible causes, such as unknown device replacement or no capacity remaining. No adverse patient effects were reported. This device remains in service.